Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead. It was also noted there was no p-wave measured. The lead remains in use. The patient is enrolled in the product surveillance registry post-market clinical study. No patient complications have been reported as a result of this event.